Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c package was damaged / defective. The following information was provided by the initial reporter: the syringes are not completely sealed/glued and are therefore already open at the top (piston side). This means that sterility is not guaranteed, which can lead to contamination of sterile or aseptic medicinal products.

Manufacturer narrative:
(B)(4). Follow up for device evaluation one sample of a 5 ml eurographic syringe (part number 309649), batch 4297890, was received and evaluated. The sample exhibited an open seal without grid on the 2" package, which is non-conforming per product specifications. Potential root cause for the open seal defect is associated with the packaging process. A requalification for the open seal defect was conducted during the production of this batch, and the line was cleared of defects. However, it remains possible that a limited number of units with this condition may have escaped detection. As a corrective action, all associates involved in manufacturing this batch will be re-educated to prevent recurrence.